Manufacturer narrative:
Investigation- used test and analysis equipment: -microscope "keyence- vhx 600 d," -digital-camera "panasonic dmc tz8. We made a visual inspection of all set screws, especially the bottom of the set screws. The hexagon is in a proper condition, a sign that the screw driver was correctly applied during the insertion. But the bottom of this screw exhibits the typical contact pattern of a not properly tightened screw, respectively a screw which was tightened over a not correctly placed rod. The bottoms of the screws of batch 51925939 a-c show the contact pattern of correctly tightened screws, like a horizontal eight. The wear of 51925939 d is very similar, but not symmetric. The wear of 51925939 e is typical for a screw, which was tightened over a tilted rod. The screw moves out of the thread during the rod slips back and forth. On one edge of the inlay a very strong wear of a back and forth slipping rod is visible. Batch history review: the manufacturing documents of all batches have been checked and found to be according to specification valid during the time of production. Conclusion and root cause: the root cause of this problem is most probably user related. Rational: the wear pattern on the inlay of one pedicle screw and on the bottom of some set screws exhibits the typical signs of a tilted applied rod. Corrective action: according to (B)(4) there is no CAPA necessary.

Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of aesculap ag (manufacturer). Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: south africa. It was reported that a revision case was booked for the (B)(6) 2016. As it was known the abc plate failed, posterior stabilization occurred prior to the removal of hardware on the anterior side. During the process of exposing of the plate, fragments of the abc screw were discovered and removed. Upon exposure of plate, more fragments were removed. When removing screws, some internal mechanisms were missing. Internal mechanisms, found earlier as fragments, were placed on screwdriver and used as an adapter. The screw was successfully removed without any hesitation. The plate was then removed, further exploration followed. No more fragments were found in the patient. X-rays were performed to verify this. No revision abc plate was re-inserted. Not all fragments are supplied in samples, they were possibly removed with bone and tissue during the exposing of the plate and discarded. Due to the batch number being located on the fragments, determining of the number accurately is not possible. Further information provided; the revision case was booked for (B)(6) 2016. Patient required a revision of the s4 lumbar as the cap dislodged from the screw, providing no hold to the rod. This is the first of three procedures performed on the patient that day. Failure of the plate occurred in the cervical area as well. All med watch submissions related to this report are: 9610612-2017-00013, 9610612-2017-00014, 9610612-2017-00015, 9610612-2017-00016. Components in use listed as concomitant devices are: sw786t / s4 polyaxial screw 7.0x45mm (3), fj771t / abc cervical plate 8 hole ta 58mm, fj932t / abc self-locking cervical screw 4.0x14mm (2), fj933t / abc self-locking cervical screw 4.0x16mm (2), sw790t / s4 set screw new version (2), sw681t / straight rod 5.5x70mm (2).